Event description:
Customer tested 7.5 inr on the coaguchek s system while a comparison lab returned as 5.4 inr. Customer was treated with vitamin k "drops". No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).